Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that he woke up from his sleep and noticed that the tubing was not attached to the site connector. The site location was left side of his abdomen and the pump was on the bed with the patient. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure if there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.